Event description:
New information noted that the patient's right ventricular lead was explanted and replaced on (B)(6) 2020. No adverse patient consequences were reported and the patient was noted to have tolerated the procedure well.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, episodes of oversensing noise were observed on the patient's right ventricular lead. No intervention was performed. The patient's condition was stable throughout the event.

Manufacturer narrative:
A partial lead with the middle portion measuring 40.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.